Event description:
The customer reported, there was a defective c-arm cable and a generator error displayed on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cable. The system operates as intended.